Event description:
It was reported the devices were used during a laparoscopic hernia repair. It was reported three ems did not fire correctly and the staples were jammed. There was no consequence to the pt.